Event description:
The medical center had an impella cp delivered for support of a patient undergoing coronary angioplasty after being refused surgery due to underlying conditions. The delivery was complicated by bilateral peripheral arterial disease at the lower limbs. The team treated the impella accessed limb by shockwave to allow for delivery of the impella. The team had the cp support for a total of 92 minutes. After explant the team observed the vasculature to be dissected. The team stented the femoral artery and hemostasis was achieved.

Manufacturer narrative:
The medical team discarded the impella product at the time of explant. No benchtop analysis to root cause is possible, however the known peripheral arterial disease most likely contributed to the issue and vessel damage. Patient condition contributed to the femoral artery damage and necessary intervention.